Manufacturer narrative:
Additional info: the intraocular lens was returned to the manufacturer for evaluation. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed that lens was received cut in half. Visual inspection also revealed surface residuals on the lens. The lens condition is consistent with a lens that was explanted from the patient¿s eye. The inspection data in this production order for the diopter power at the monofocal bench was reviewed and was found within specification. Corrected data: the following codes were omitted from MDR follow-up 1 for the manufacturing record review: all pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review indicated that all process operations presented in the manufacturing record from molding to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. The inspection data for the diopter power process at the monofocal bench was reviewed and was found within specification. The manufacturing record was reviewed and the documentation shows that the production order was manufactured according to specifications and no deviation or assignable cause was identified when this production order was manufactured. The manufacturing record review indicated that the product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that intraocular lens (iol) was explanted from patient's left eye, in a secondary procedure, due to unexpected post-operative refraction with myopic outcome. No incision enlargement occurred and vitrectomy was not performed. A replacement lens was placed. The replacement lens was of the same model but different diopter (z9002 diopter 21.0), serial number (B)(4). Patient was reported to be doing well. No further information was provided.